Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee replacement procedure. Subsequently, a revision procedure due to bearing fracture was performed.